Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 11 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding, driveline, local and pump pocket infection, right heart failure and respiratory failure as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a respiratory failure with hypoxia and hypercapnia. A computed tomography of the abdomen on (B)(6) 2016 found ureteral stones on the distal left of the abdomen. The patient had an acute renal insufficiency, and a suprapubic catheter was placed by the interventional radiology on (B)(6) 2016 for urethral stricture. The patient also had gastrointestinal bleeding. The patient was administered blood transfusions, biphasic intermittent positive airway pressure (bipap) and IV therapy. Despite full supportive care, the patient&#62688;condition deteriorated and showed no significant improvement. The patient was not a candidate to go to the operating room for the infected urethral stones and was not a candidate for a pump exchange. The patient and patient's sons declined escalation of care. The patient eventually refused bipap support and requested to stop all the treatment. The patient expired on (B)(6) 2016. The lvad was working normal with no positive signs or symptoms of pump infection; however, it was noted that the patient had positive blood cultures. Echocardiogram was technically very difficult with no obvious vegetation but with moderate right ventricle dysfunction. The pump was not explanted and will not be returned for evaluation.